Event description:
It is reported that the patient was revised due to poor range of motion with pain, swelling, stiffness, and startup pain.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.jisrf.org/pdfs/rr.4.3.27.pdf. This report will be amended when our investigation is complete.